Event description:
It was reported that the pump alarmed "no disposable pump won't run". Pump settings: res vol 84.4 ml, rate 1.9 ml/hr, given 2.6 ml. Air in line was noted. Patient was not affected. No further information available.